Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced feeling weak, sick, dizzy, nauseous and almost collapsed. The cgm was reading 70 mg/dl and the patient could not take a fingerstick as they were out of strips. The patient called the emergencies and was brought to the hospital. No blood glucose reading was reported from that moment but the patient would have experienced hypoglycemia and was treated with intravenous fluids and had blood tests and an ECG done. The patient stayed at the hospital and was discharged after 6 hours. When the patient got discharged the cgm was reading 206 mg/dl, and the blood glucose reading was 168 mg/dl. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient experienced symptoms, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient was discharged from the hospital, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.